Manufacturer narrative:
Tandem¿s t:slim user guide states: only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user received multiple occlusion alarms. Additionally, it was reported that it took force to snap the cartridge into place. Reportedly, there was a lot a built up substance, possibly insulin, at the pneumatic tap. The contact reported that the pump had not been used for a part of the year and that the buildup may have occurred then. Additionally, it was reported that the contact did not observe insulin being filled into the patient line or tubing during fill tubing. The contact removed some of the buildup and successfully placed a new cartridge onto the pump. The user's blood glucose (bg) level was 500 mg/dl. The bg level was addressed with a bolus via the pump. System check could not be performed for the occlusion with tandem technical support as the supplies had been changed.